Manufacturer narrative:
The sample was received and is currently under eval. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the tracheostomy tube was in use for 72 hours. At that point, the flange separated from the tube, and the trach migrated out of the pt. This required the pt to be recannulated with another 8perc.